Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). It was also reported that the patient received errors when testing with the meter. At 9:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.6 inr. While troubleshooting errors on the meter, the patient measured a sample on the meter at 12:45 p.m. And the result was 3.4 inr. Before measuring the value, the patient cleaned the heater plate. The heater plate could not be completely cleaned and there were still red streaks on it. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is every 2 weeks.

Manufacturer narrative:
The customer's meter was requested for investigation. The customer used all test strips, so these were not available for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.